Event description:
It was reported that prior to use with a patient not in the operating room, the surgeon console (sc) failed calibration after multiple attempts. The sc fails at the hand controller calibration step. After three retries of hand controller calibration, the sc gives an alarm to reboot the console. The sc was restarted at least seven times, all without passing the hand controller calibration step. The troubleshooting steps involved: restarting the console multiple times, centering the hand controllers to ensure they were not blocked during calibration, checking that all cables were correctly plugged in, unplugging and re-plugging the sc power and data cables, checking data cable pins, pushing all buttons to ensure nothing was stuck, cleaning the hand controller sensors, testing the simulator which also failed calibration at hand controller step, moving the hand controllers in their range of motion where a "spring" noise can be heard when fully extending the right hand controller, and the right hand controller is stiffer to move than the left hand controller. Due to the sc failing calibration, this procedure as well as the next two procedures were converted to laparoscopic. There was no patient injury.

Manufacturer narrative:
Section d4 updated. Device evaluation: medtronic led an evaluation of the field service notes, associated device data and provided videos for the reported surgeon console (sc). Evaluation of the field service notes indicate that the right input arm was causing the calibration error and was replaced to resolve the issue. Evaluation of the device data indicates there was a consistent hand detection at the gripper sensor of the left input device shown by error code ¿sc pedal initialization¿ that led to the first four calibration errors. The sc tries calibration three times before giving a non-recoverable calibration error. Logs also show that during calibration there were failures during dynamic compensation on the right input device issue causing the next three calibration errors. This issue occurs if the input device fails to follow the desired trajectory and there is a difference in the actual and desired motion during calibration. Evaluation of the provided videos notes the first video is eleven seconds in duration and shows the right input arm moving back and forth. When extended there is a clanking noise at the end. Visibly there is nothing to be noted. The second video is one minute and nineteen seconds in duration and shows the sc in progress of calibration. While it calibrates, it proceeds to move both input arms. The right input arm seems to be moving slower and less intensely than the left input arm. As it calibrates the hand controller, there is a tremor and slower movements on the right hand controller. The end of the video shows that calibration failed. The third video one minute and six seconds duration and shows the sc initializing and calibrating. The sc requests to be recalibrated. The person recording continues with recalibration again and then a yellow string alarm is triggered and the video ends. Evaluation of the surgeon console confirmed the reported condition. The most likely cause can be traced to input device failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use with a patient not in the operating room, the surgeon console (sc) failed calibration after multiple attempts. The sc fails at the hand controller calibration step. After three retries of hand controller calibration, the sc gives an alarm to reboot the console. The sc was restarted at least seven times, all without passing the hand controller calibration step. The troubleshooting steps involved: restarting the console multiple times, centering the hand controllers to ensure they were not blocked during calibration, checking that all cables were correctly plugged in, unplugging and re-plugging the sc power and data cables, checking data cable pins, pushing all buttons to ensure nothing was stuck, cleaning the hand controller sensors, testing the simulator which also failed calibration at hand controller step, moving the hand controllers in their range of motion where a "spring" noise can be heard when fully extending the right hand controller, and the right hand controller is stiffer to move than the left hand controller. Due to the sc failing calibration, this procedure as well as the next two procedures were converted to laparoscopic. There was no patient injury.